Manufacturer narrative:
Report number: 1038671-2024-03292 and 1038671-2024-03293 g4: 510k unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03292 and 1038671-2024-03293. The reason for the revision reported may have been the result of patella loosening and tibial insert wear. Wear of the insert may have allowed for its reported disassembly from the tray. However, the reported loosening, wear, and disassembly could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Based on the event description, it is unclear if a screw hole cover on the tray may have also become disassembled. This could possibly be due to the cover not being fully seated at the time of the index surgery. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 76 y/o male patient's right knee was revised approximately 7 years 10 months post op. Patient had loosening, implant pain, synovitis, osteolysis, joint effusion, decrease in joint function. Operation concluded ps to competitors constrain to tibia, patella, and femur findings. There was gross lysis of femur, tibia and patella with uncontained posterior tibial and femoral, wear of poly bearing with symmetrical bilateral loss and disengagement from baseplate, no evidence of infection but large effusion ++ and granulomatous synovitis. There was loosening of patella but femur and tibia still well fixed - components not damaged. Metal seen on xray posteromedial tibial baseplate plug. Patient revised to competitor's devices. No additional information available.